Manufacturer narrative:
Concomitant products: product ID 3998, lot # v084570v03, implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37083-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37083-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient never had therapeutic effect. Prior to implant they had 9 neck surgeries which caused a lot of scar tissue and the stimulation never worked right as a result. The signals were getting all mixes up. The leads and the contacts were all in the right spot and working correctly but because of the scar tissue the stimulation did not work. They had arm and hand pain because of their neck that went down to their legs because they had 5 discs fused. This is the reason they had the stimulation implanted. Anytime they moved the signals went flying anywhere. They tried so many different things to try to get it to work. The patient went in and did two surgeries back in 2009 to try to resolve the issue but it was unsuccessful. They used it for about six months and then gave up on it. The patient was recommended to replace the stimulator and keep the leads. The patient noted that the patient had their second surgery in 2009 to try to remedy the issue with the stimulation not working. The patient did not want to have a stimulator replacement surgery and did not think it would help. If additional information is received, a follow-up report will be sent.

Event description:
Additional information obtained reported that the cause of the event was not determined, it was not device related and reprogramming was not needed. The patient was instructed to stop using the device. A gradual loss of therapeutic effect and a gradual loss of stimulation were experienced by the patient. It was noted that the patient had recovered without permanent impairment.